Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, the continuous glucose monitor read as ¿high¿. Customer administered a manual injection to address high bg.